Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 1200 mg/dl. Unable to troubleshoot during the call because the insulin pump was in a different language. The customer felt more comfortable changing the language and priming the insulin pump at her doctor's office. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.